Event description:
A complaint was reported of pain at the implanted device site. It was also noted that there were impedances of greater than 4000 ohms on all of the bipolar pairs.

Manufacturer narrative:
(B) (4).